Event description:
Reporter states the compact plus meter produced a result of 699 mg/dl or approximately 700 mg/dl. Numeric reading range of device is 10 mg/dl to 600 mg/dl. Customer was reportedly experiencing hyperglycemic symptoms and believes she received an insulin IV at the hospital. Requested return of suspect device and replacement was sent.